Event description:
Pt reported that their one touch ultra meter had missing segments for "one or two months". This issue was not resolved with troubleshooting. They have not used the meter for over a month. There is no evidence of an adverse event contributed by the meter.